Event description:
It was reported that after implant impedance values were over 10,000 ohms on electrodes 4-7 and the patient had no paresthesia on the left side at settings as high as 9v. It was noted that during the trial the patient had left side paresthesia around 1v. X-rays showed no problems and programming changes did not help. It was noted that electrodes 4-7 were never tested during the implant, though the lead had been implanted to the cervical level and the patient had paresthesia to left side after implanting. It was reported that explant of the lead and / or extensions was planned, but no date was set. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3999-30, lot# 0205846950, implanted: 2012-(B)(6), product type lead product ID 37083-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 37083-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the healthcare professional believed the issue was due to a mistake they had made with the lead configuration programming ("2 pcs of 4 pole leads"). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).